Event description:
The facility reported a colleague infusion pump with a failure code of 810:04 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and had to be recalibrated. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 29.9 mmol/l, 20.4 mmol/l, and 5.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).